Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implantable cardioverter defibrillator (ICD) change-out procedure the physician encountered issues with the set screw of the device. Upon connecting the right ventricular (rv) lead pace/sense lead the set screw did not cause torque wrench click. The physician was concerned so it was suggested that they remove the lead pin and reinsert it. Upon loosening, the set screw came out of the connector/header and they were not able to remove the lead pin. After multiple attempts the lead pin was removed and an alternate device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.